Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device log confirms that although electrodes were applied, the ECG signal was not initially displayed because the unit remained in lead ii view instead of the pads lead view. The operator did not change the lead selection, resulting in no waveform display until ECG leads were reapplied and the signal was subsequently acquired in lead ii. Device testing was completed with no issues identified, confirming the unit operates as designed. Based on the available information, the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.